Event description:
During a wiktor stent implant the stent came off of the balloon. The physician retreived the stent with a snare. No other intervention or pt complications were reported. The pts is fine post procedure.